Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal area pain, severe pain during intercourse, urinary and vaginal infections, and neuromuscular problems. No further information has been provided.